Manufacturer narrative:
According to the complaint form, we obtained the following information: "right humeral catheter placed in the operating room with blood pressure monitoring. During removal of the catheter according to the usual protocol and removal of the points with a scalpel, the catheter was found in 2 pieces, one part having remained intravascular. Need for surgical intervention to extract the ruptured extremity. Withdrawal made on (B)(6) 2024. We received a catheter fragment measuring 3 cm in length. The catheter is a transparent tube with two black contrast stripes. This indicates that the fragment is not from a leaderflex catheter, as leaderflex are completely white catheter tube and have no black markings.therefore, this complaint could not be classified as the returned product is not a leaderflex catheter. Moreover, the received product clearly isn't manufactured in aachen. The batch review couldn't be conducted as the customer didn't provide the batch number. Since the complaint could not be classified, no corrective action will be taken at this time.

Event description:
Right humeral catheter placed in the operating room with blood pressure monitoring. During removal of the catheter according to the usual protocol and removal of the points with a scalpel, the catheter was found in 2 pieces, one part having remained intravascular. Need for surgical intervention to extract the ruptured extremity. Withdrawal made on (B)(6) 2024.

Manufacturer narrative:
The malfunctioning devices will be returned to vygon for evaluation as part of the complaint investigation. Upon receipt, an investigation will be conducted, and the FDA will be notified of the investigation's results via follow up MDR.

Event description:
Right humeral catheter placed in the operating room with blood pressure monitoring. During removal of the catheter according to the usual protocol and removal of the points with a scalpel, the catheter was found in 2 pieces, one part having remained intravascular. Need for surgical intervention to extract the ruptured extremity. Withdrawal made on (B)(6) 2024.